Event description:
It was reported that patient underwent a right partial knee arthroplasty on (B)(6) 2013. Subsequently, a revision procedure was performed on (B)(6) 2015 due to loosening. During the revision, the tibial tray and bearing were replaced.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product has been returned. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. There are warnings in the package insert that states this type of event can occur. Under possible ad\verse effects, it states, "loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity."